Event description:
It was reported by the customer, " a 5fr tl powerpicc provena inserted in the left upper arm brachial vein on(B)(6) 2022 was found to be kinked in the upper 1/3 of the upper extremity on (B)(6) 2022 (dwell time 2 days). Patient referred to ir for a PICC exchange."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed. A single ap radiograph of the patient¿s left arm/humerus was returned for evaluation. A catheter, consistent with the implicated 5fr t/l powerpicc hf catheter, was seen in the returned image. The PICC contained a large coil in the vein with a possible kink in in the proximal aspect of the coiled catheter. The coil in the catheter was likely due to a patulous vein with a prominent valve. Contributing factors for the kink included anatomic variables and catheter placement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending.

Event description:
It was reported by the customer, " a 5fr tl powerpicc provena inserted in the left upper arm brachial vein on (B)(6) 2022 was found to be kinked in the upper 1/3 of the upper extremity on (B)(6) 2022 (dwell time 2 days). Patient referred to ir for a PICC exchange."